Manufacturer narrative:
The complainant reported that the threads of a screwdriver broke while engaged with a system screw during surgery. An alternate driver was available to complete the procedure. There were no delays and no reported patient complications. The distal square thread detail of the screwdriver was fractured. The proximal end of the screwdriver handgrip had a broken component missing from the instrument. Functionality testing could not be performed due to the broken condition of the driver. A DHR review was performed for the instrument. There were no manufacturing anomalies identified. The instrument met all required specifications prior to being initially released on 02/18/2016. The square thread detail of this screwdriver could become broken if a system screw was incorrectly loaded onto the driver, or if the ratcheting handle was not in the correct position for screw engagement and disengagement. If a system screw is incorrectly loaded on the screwdriver, the applied force may be concentrated on a smaller portion of the threads and become difficult to disengage. The released surgical technique guide states that "if the user turns the driver with high torque force without placing the handle in the neutral position, this could cause considerable damage to the threads including causing them to break off completely."

Event description:
The complainant reported that the threads of a screwdriver broke while engaged with a system screw during surgery. An alternate driver was available to complete the procedure. There were no delays and no reported patient complications.